Event description:
Damage to a tandem charging cable was reported by the caller, with the charging supplies no longer functioning. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by arranging a replacement of the damaged charging supplies, which were shipped via a two-day delivery service.